Event description:
It was reported that at a follow up appointment, review of the device data revealed high thresholds and loss of capture from the right atrial (ra) lead during atrial arrhythmia. Diagnostic imaging was performed which confirmed the ra lead had dislodged. The physician elected to not perform surgical intervention and reprogrammed the device output to resolve the event. The patient will continue with normal follow ups and the system remains implanted and in service. No adverse patient consequences were reported.